Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. Product has not been evaluated as it has been determined the event is not related to device. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ''wound concerns'' or ''non-healing wound'' would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, a poly exchange is typically performed in conjunction with the I&d to clear out any debris, hematoma formation, or to prevent deep joint infection. The root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized cemented standard femoral component right size 11 catalog #: 42500607002 lot #: 64520139, persona cemented keel tibial component size g catalog #: 42536007902 lot #: 65818886, persona cemented all-poly patella 41mm catalog #: 42540200041 lot #: 66093369. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an irrigation and debridement procedure approximately two (2) weeks following right knee arthroplasty to address wound dehiscence accompanied by ecchymosis and moderate effusion as well as repair the patient's quadricep tendon. During the procedure, a subcutaneous hematoma was evacuated and the vastus medialis was closed with one loop. No implants were removed. Initial operative notes noted no intraoperative complications. Irrigation and debridement operative notes noted no intraoperative complications.